Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dissection requiring bypass surgery. Device issue: physical resistance. It was reported that a perforation occurred during deployment of another company's stent in the distal lad. There was some difficulty getting the graftmaster to the perforation site due to poor guide catheter and guide wire support; however, it was successfully implanted and sealed the perforation. At this time, a dissection was observed from the lad to the cx. It is unknown what device (graftmaster, guide catheter or guide wire) caused the dissection. As the dissection was quite extensive, the patient was sent to the operating room, where bypass surgery was performed. The patient outcome was good. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - the device was not returned for investigation; therefore, it is not possible to make an informed judgment as to the root cause of the reported dissection. Based on the review of the lot history record, it can be assumed that the device was in working order and left the factory as per specifications. No device malfunction can be determined, due to the lack of procedure and patient information and the lack of device investigation.